Event description:
The patient had a device pocket infection. The symptoms of infection were redness and swelling around the pocket. Staphylococcus was cultured. Both the pump and catheter were explanted and the patient was treated with antibiotics. The patient recovered without sequela and did not experience any drug withdrawal.